Event description:
Clinical trial. Same pt as MFR #6000089-2007-00380. It was reported that post index procedure, the pt had a target vessel revascularization. The index procedure treated a de novo lesion in the proximal left anterior descending artery (lad). The lesion was 2 mm wide, 6 mm long, and 100% stenosed. Lesion was 2 mm wide, 6 mm long, and 100% stenosed. The physician predilated the lesion prior to placing a 2.5 x 20 express stent as well as a 2.5 x 16 mm express stent. The pt rec'd heparin, gpiib/iiia inhibitors, aspirin, and plavix during the index procedure. Residual stenosis was 0%. The patient was discharged 9 days later on aspirin and plavix. On day 209, the pt presented with angina. The pt underwent an angiogram, which revealed in-stent restenosis. The pt underwent balloon dilatation. In the opinion of the physician, there was a probable relationship between the express stent and the tvr.

Manufacturer narrative:
A review of the manufacturing record for this particular batch namely found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.